Event description:
A customer contacted beckman coulter inc. (Bci) reporting that there were approximately 4-5 patient samples that generated discrepant ckmb results. The customer provided one example of an erroneously high ckmb result for one patient which was reported outside of the laboratory but upon rerun was in the normal reference range and a corrected report was issued. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are collected in plastic bd li heparin plasma tubes with gel separator and appeared to be normal in appearance. Per customer, qc was recovering within passing range. Customer declined service stating the field service engineer was scheduled to be on-site in the near future to perform preventive maintenance (pm) on the instruments.